Manufacturer narrative:
B3: date and month, valid; year-unknown. H3/h6: the suspect pump was returned for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. The device was visually inspected. Functional testing was performed. The dso seal was found to be damaged. A defective downstream occlusion (dso) sensor was observed. The event history log (ehl) was reviewed, and it confirmed that there was a record of the high-pressure alarm occurred continuously during pump operate. The dso sensor was recalibrated. The device passed all functional testing after repair.

Event description:
It was reported that an occlusion alarm occurred. There was patient involvement and no adverse event reported. Evaluation of the returned device identifies a defective downstream sensor. This leads to interruption of therapy while in use.